Event description:
A talent stent graft system was implanted into a patient for the treatment of a symptomatic 8 cm abdominal aortic aneurysm. The patient was not an open surgical candidate. It was reported that the procedure was difficult and complicated. The patient had other co-morbidities and was hyper-coagulating perhaps most likely due to medications and the patient's blood was of clotting. The patient's legs became ischemic and the kidneys shut down. It was reported that the patient expired two days post stent graft implant. The physician stated that the patient's death was not related to the device as the stent graft was successfully implanted without complication.

Manufacturer narrative:
Eval results: (death), conclusions: (hyper-coagulating and hiv).